Event description:
It was reported that stent damage occurred. The target lesion was located in the bifurcation of the left main artery. A synergy¿ stent was selected. Then the guide catheter was deep- seated and deformed segments of the stent. The physician also noted that there was a darker ring band around the deformed segments. A short bare metal stent was then deployed to correct the deformation of the synergy¿ stent and the procedure was completed. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).